Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow up at this time and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.